Event description:
During preventative maintenance of the device, the field service rep reported that the occlusion ring was broken. Since the event occurred during preventative maintenance, there was no pt involvement during this event.